Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted. However, the screwdriver did not fit into the header to insert the right ventricular (rv) lead. Multiple attempts were done and were unsuccessful. Another device was implanted with no issues. The attempted device is expected to be returned for analysis. No adverse patient effects were reported.